Event description:
Capture on the cutting block broke off.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a specialty triath distal resect was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis was performed and found that the weld holding the capture plate to the resection guide fractured in fatigue, however poor root fusion was observed within the welded joints. Medical records received and evaluation: not performed as there were no patient related issues associated with the event. Complaint history review: the complaint databases show there have been no other events for the lot referenced. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Conclusions: the investigation concluded that the device fractured in fatigue. Material analysis of the welded areas determined that poor root fusion was observed within the welded joints. The device was not manufactured to specification, therefore nc (B)(4) was initiated on (B)(6) 2016 to investigate this issue further.

Event description:
Capture on the cutting block broke off.